Event description:
"The physician placed a lundquist wire using standard technique through a femoral cut down on the patient right groin. The 40/36x200 relay pro was placed in the body and advanced beyond the visceral vessels and about 3 stents beyond the distal end of the cook dissection. The physician used the mechanical advantage to begin deploying the relay pro. The handle was advancing forward but the nosecone and stent did not advance outside the primary sheath. It was reconfirmed that the control knob was in position 1. The physician stated that it was very difficult to rotate the mechanical advantage any further and I suggested pushing down the disengagement button and pushing the handle manually. The physician stated that he could not do that. To be certain the device was in the sheath he rotated the handle counterclockwise to reset the handle and then the device was removed from the body with no negative sequel. The physician then advanced a 40x150 relay pro (28-n4-40-154-40u, lot # 2111230071) to the same location and was able to successfully deploy that stent. To match the necessary length needed to cover the area of interest, a 40x36x150 (28-n4-40-154-36u, lot # 2107200039) was also successfully deployed distal to the 40x150 stent. The physician then ballooned the stents with the aortic balloon (28-w1-50-08-120g, lot # s21h01) through a 20fr sheath after which a final angiogram was performed and the procedure was completed." Patient outcome - "treated successfully."

Event description:
"The physician placed a lundquist wire using standard technique through a femoral cut down on the patient right groin. The 40/36x200 relay pro was placed in the body and advanced beyond the visceral vessels and about 3 stents beyond the distal end of the cook dissection. The physician used the mechanical advantage to begin deploying the relay pro. The handle was advancing forward but the nosecone and stent did not advance outside the primary sheath. It was reconfirmed that the control knob was in position 1. The physician stated that it was very difficult to rotate the mechanical advantage any further and I suggested pushing down the disengagement button and pushing the handle manually. The physician stated that he could not do that. To be certain the device was in the sheath he rotated the handle counterclockwise to reset the handle and then the device was removed from the body with no negative sequel. The physician then advanced a 40x150 relay pro (28-n4-40-154-40u, lot # 2111230071) to the same location and was able to successfully deploy that stent. To match the necessary length needed to cover the area of interest, a 40x36x150 (28-n4-40-154-36u, lot # 2107200039) was also successfully deployed distal to the 40x150 stent. The physician then ballooned the stents with the aortic balloon (28-w1-50-08-120g, lot # s21h01) through a 20fr sheath after which a final angiogram was performed and the procedure was completed." Patient outcome - "treated successfully."